Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device breakage ('three segments of coiled silver wire measuring up to 12,0 cm') in an adult female patient who had essure (batch no. 664660) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy with intrauterine device (2008), abdominal pain, uterine fibroid, pelvic pain female, multigravida, parity 2, nausea and diarrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (surgical removal of coils, salpingectomy - unilateral). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, device breakage and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered bladder disorder, cystitis, device breakage, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abnormal bleeding, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. 4 coils were seen extruding from each tubal ostium. (B)(6) 2011: diagnostic and operative laparoscopy with left tube essure removal and partial left salpingectomy and lysis of omental abdominal adhesions. (B)(6) 2019: laparoscopic right salpingectomy with removal of essure coils. Left salpingectomy in 2008 secondary to tubal pregnancy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: 1. Right fallopian tube appears occluded adequately. 2. The leftfallopian "tube cannot be confirmed adequately occluded by device. Lot number:664660, manufacturing date:2009-09, expiration date:2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: medical record received: medical history, patient's date of birth, patient demographic, reporter information were added. Lab data, rcc were updated. Case became medically confirmed. New event added-device breakage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration'). In a female patient who had essure (batch no. 664660), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (surgical removal of coils, salpingectomy - unilateral). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation and psychological trauma outcome was unknown. And the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered bladder disorder, cystitis, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abnormal bleeding, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2011, unknown. Lot number: 664660, manufacturing date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device breakage ('three segments of coiled silver wire measuring up to 12,0 cm') in an adult female patient who had essure (batch no. 664660) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy with intrauterine device (2008), abdominal pain, uterine fibroid, pelvic pain female, multigravida, parity 2, nausea and diarrhea. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (surgical removal of coils, salpingectomy - unilateral). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, device breakage and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered bladder disorder, cystitis, device breakage, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abnormal bleeding, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. 4 coils were seen extruding from each tubal ostium. On (B)(6) 2011: diagnostic and operative laparoscopy with left tube essure removal and partial left salpingectomy and lysis of omental abdominal adhesions on (B)(6) 2019: laparoscopic right salpingectomy with removal of essure coils left salpingectomy in 2008 secondary to tubal pregnancy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: 1. Right fallopian tube appears occluded adequately. 2. The leftfallopian "tube cannot be confirmed adequately occluded by device. Lot number: 664660, manufacturing date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. 664660) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (surgical removal of coils, salpingectomy - unilateral). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered bladder disorder, cystitis, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abnormal bleeding, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : previously reported event ¿injury nos¿ replace with new event. New events added: migration, pelvic pain, abnormal bleeding, psych injury, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. Event outcome were added, reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.